Event description:
Customer reported alarm 30 was declared by pump during operation. Blood glucose impact information was not provided, as the customer declined to answer. Customer will use mdi as backup therapy and cts arranged to replace the pump, instructing the customer to put the defective pump into storage mode and return it with a pre-paid label within 10 days.